Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was initially a suspected insulation breach, possibly from clavicle crush, on the right ventricular (rv) lead, as the patient experienced pain, discomfort in the chest and neck, throat pressure, and stimulation in the implantable cardioverter defibrillator (ICD) pocket area in response to rv-only pacing. A prior spike in and recent increase in capture thresholds was noted on the rv lead. The patient was not symptomatic when programmed to dual chamber pacing. With further testing, it was determined that the patient was symptomatic and experiencing pacemaker syndrome with ventricle-only pacing which had been triggered when the ICD had reached the recommended replacement time (rrt). The electrophysiologist concluded there was no insulation issue. The ICD and rv lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.